Event description:
It was reported that the patient heard the lead integrity alert for high impedance, noise, and oversensing. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - the full lead was returned, analyzed and the proximal conductor was fractured. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the outer tubing overlay cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism. It was visually noted that there was blood in the distal conductor likely entered through the is1 pin as no insulation breach was observed. (B)(4) - we did receive performance data collected from the device and have analyzed the data. The ventricular short interval count (v-sic) was 208.1 average per day, in 11.92 days, between (B)(4) 2012. One recorded patient alert for out of tolerance sub-threshold lead impedance on (B)(4) 2012. Daily pace lead impedance trend data shows an abrupt increase for right ventricular pace of 384 to 3536 ohms peak between (B)(4) 2012.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. The ventricular short interval count (v-sic) was 208.1 average per day, in 11.92 days, between (B)(6) 2012 and (B)(6) 2012. One recorded patient alert for out of tolerance sub-threshold lead impedance on (B)(6) 2012. Daily pace lead impedance trend data shows an abrupt increase for right ventricular pace of 384 to 3536 ohms peak between (B)(6) 2012 and (B)(6) 2012.